Event description:
Revision surgery - the patient was complaining of his shoulder dislocating at night while lying in bed. His wife would have to put it back in the socket. Prior to surgery, while the patient was unconscious, the surgeon attempted to reproduce the situation. He was only able to do so by lateralizing the humerus. At this point the shoulder subluxed but never fully dislocated. The surgeon proceeded with the revision and opted to change the shell to a +8 and the insert to a size 32 semi-constrained. It was extremely difficult to then dislocate the patient's shoulder while minimally relaxed; it was determined to be sufficient.